Manufacturer narrative:
The event occurred in: (B)(6), (B)(6).

Event description:
The customer complained of a questionable elecsys ft4 iii assay result for 1 patient sample tested on a cobas 8000 e 801 module compared to a siemens centaur. Please refer to the attachment to this medwatch for patient data. The discrepant results are highlighted. It was unknown if the erroneous results were reported outside of the laboratory. There was no allegation of an adverse event. The cobas e801 serial number was requested but was not provided. Assays from different vendors can generate different values. This relates to the overall setups of the assays, the antibodies used and, differences in reference materials/methods and the standardization methodology used. The investigation determined from the information provided a general reagent issue can most likely be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.